Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in for a replacement procedure and the incorrect product was brought to the facility. The error was discovered after the patient was incubated and the surgical incision was made. They aborted the replacement procedure and left in place the existing implants because the product that was needed was not available at the site of service. The correct product was overnighted to perform the replacement surgery for the ins bilateral 37603 for the following day. The error was not found upon interrogation or programming. The device that was opened was not used and discarded by the customer. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the correct ins was placed the following day (B)(6) 2018 and the issue is resolved.